Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips healthcare that an ECG cable could not be connected at the heartstart mrx ECG connector. There was no patient involvement.